Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported compact plus system blood glucose result of 0.7 mmol/l and 5.8 mmol/l within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.